Event description:
Reporter indicated that vns pt had recently experienced an icrease in seizure activity above pre-vns baseline frequency. The pt reported does not feel magnet mode stimulation. The pt experienced a seizure while at their neurologist's office, during which both the pt and the neurologist swiped the device with the magnet. The seizure did not stop and progressed into a grand mal seizure. The pt was taken to the hosp e.r. Neurolgoist indicated that the pt had not suffered any recent injury or trauma that may have damaged the vns therapy system and that medications had recently been increased. Neurolgosit plans to perform device interrogation and diagnostic testing to confirm initiation of magnet mode stimulation with magnet use. Review of manufacturing records for both the pulse generator and the bipolar lead reveiwed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the reported increased in seizure activity.